Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was frequently hot to the touch when charging. Allegedly, this overheating would cause insulin delivery to cease. Reportedly, the customer continued to use the pump for insulin therapy. There was no reported impact to blood glucose.